Event description:
During a (pta) percutaneous transluminal angioplasty of a dialysis shunt, there was difficulty deflating the slalom thrill balloon after the initial inflation. There was even more difficulty deflating the balloon after second inflation. Then, the balloon would not deflate after the third inflation. The balloon was re-connected to the indeflator (bbraun) to deflate, and a syringe to provide negative pressure. Finally, the balloon deflated and it was withdrawn from the patient. There was no adverse event, and the procedure was completed successfully. The actual pressure applied to the balloon is unknown. There was moderate calcification, no vessel tortuosity and 90% stenosis.

Manufacturer narrative:
All the products were prep per (IFU) instruction for use. No information was provided regarding the concentration of saline to contrast utilized to inflate the balloon. After the product was removed from the pt, the product was comely deflated and the contrast/saline completely removed from the balloon, but the physician felt difficulty deflating the balloon even outside of the patient. The balloon was inflated three times in a row, not withdrawn between each dilatation. That means, the balloon was not re-inserted. No damages were noted on the slalom thrill balloon catheter (kinks, bends, etc). A 4french sheath (manufactured by good tech co.) Was used to deliver the balloon to the site. This was the initial use of the device. No other issue was encountered when it was removed from the patient. Additional information will be submitted within 30 days of receipt.